Event description:
It was reported that the insulin pump buttons were unresponsive and alarmed button error. Customer's blood glucose was 6.0mmol/l. Troubleshooting was done. Customer stated that there were some cracks around the battery compartment. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.